Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error and plunger was not always prime. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump was non responsive while black and no delivery alarm. Customer declined to troubleshooting. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm due to motor error alarm. Motor passed motor test. No back light anomaly noted. (B)(4).